Event description:
As reported (B)(6) 2015, a patient of unknown gender and age presented for an endovenous laser procedure. The procedure was successfully completed with no report of complications or device malfunctions. During the procedure, the treating physician had changed from a 45cm evlt to a 65cm evlt kit, ensuring he removed the 45cm kit from the sterile field first. Post procedure, the physician noted that approximately 20cm of the tre-sheath had fractured off inside of the patient. The patient opted to not have the fractured piece removed at that time. The patient was treated with antibiotics and will be observed for any adverse effects due to the event. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).